Event description:
It was reported that oversensing was observed. System was explanted and replaced. Noise was observed from competitor lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported oversensing was confirmed via the electrograms (egms). The device was tested manually on the bench and using automated test equipment and was found to be normal. Test leads and loads were applied to the device and all lead impedance measurements were normal. A cardiac simulator was connected to the device and sensed the cardiac signals properly. No noise was observed on the real-time egm. The device was normal.